Event description:
Patient had achieved a near full stand on rollon device, when the device quickly shifted, and patient's right lower extremity internally rotated at the knee. Patient weight (B)(6), device limit 160 kg.